Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper crept out, and cap fell off, in 8 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was visually evaluated and shows a tube being held with the hemogard closure assembly not placed on the tube correctly, being cocked to one side. A total of 100 retained samples were visually inspected, and all had the hemogard closure assembly correctly assembled and placed on the tubes with no cocked stoppers identified that would cause incorrect application. Additionally, 10 retained samples underwent functional tests with all weights being within specification limits. No issues were found with the hemogard closure assembly being loose or separating during or after the tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper crept out, and cap fell off, in 8 tubes. No adverse impact was reported regarding the patient or user.